Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Nine opened patient interfaces (pi¿s) were returned and visually inspected. The tubing was found partially detached from the cone assembly. Adhesive residue was observed in the suction ring ports and on the tubing, however, based on the condition of the detached tubing, it appeared insufficient adhesive was used to attach the tubing to the cone assembly. The root cause is related to the manual application process of adhesive to the bonded joints during assembly of the tubing to the cones. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during flap procedure, the patient interface (pi) released vacuum approximately half way through the procedure. The operation was stopped and it was decided to not continue with the refractive part of the treatment. Additional information received stated there was no patent harm. The patient will probably have additional treatment to complete the flap in three to four weeks.